Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis, needle to cuff miss, difficulty positioning the knot and unspecified failure could not be determined. The patient effects of hematoma, pseudoaneurysm and stenosis are listed in the proglide instructions for use as potential adverse events of use of the device. A definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment titled: "ultrasound evaluation of puncture sites after deployment of two different types of vascular closure devices: a prospective comparative study¿.na

Event description:
It was reported through a research article identifying proglide relative to intracranial coil embolization for unruptured aneurysms in 50 puncture sites resulting in some patients experiencing: minor hematoma with no required therapy or prolonged hospitalization, pseudoaneurysm, intimal hyperplasia (stenosis) with no reported intervention, unspecified device failure, deployment failure due to failure to preload the suture or insufficient tightening of the knot, failure to achieve hemostasis and manual compression. Specific patient information is documented as unknown. Details are listed in the attached article, titled "ultrasound evaluation of puncture sites after deployment of two different types of vascular closure devices: a prospective comparative study"